Event description:
I was damaged by fraxel dual restore (B)(6) caused permanent atrophic scarring in the area treated (whole face). Damage has been affirmed by three dermatologists. Resembles large pores but are laser holes from fraxel dual, area that wasn't treated has normal skin, areas treated covered in holes. This has caused so much destruction to my life, no help from clinic after I complained, lost my job due to severe depression. I suffer now from being scarred for life.